Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed to reposition this right ventricular (rv) lead due to high pacing thresholds secondary to microdislodgement. The procedure was completed without complication. No adverse patient effects were reported. This lead remains in service.